Event description:
On 10/24/86 an ipp device was implanted. On 1/29/97 pt reported the device doesn't get rigid enough, can't seem to keep the device inflated and the head is a little floppy, makes it difficult for intercourse. Add'l lot no: ce315 004, cf956 019. Add'l ser no: ce315 004, cf956 019.